Manufacturer narrative:
Device evaluation: although the device was not returned for evaluation; however, photos were provided for evaluation which they show an implanted lens, but due to the poor resolution and brightening on the photos it is not possible to identify the reported issue and to determine if it is related to manufacturing process. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). (B)(4). The product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint history revealed no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient visited the eye clinic on (B)(6) 2020 to complain of having white vision since 10 days ago. The patient did not think that his visual acuity was influenced. A slit ramp examination revealed that the patient's right eye (od), which underwent the procedure as the second eye, became opacified. As indicated by the patient, the view became white. Reportedly, the patient did not have any special medical history. It was noted that the patient has not received any treatment although his intraocular pressure is slightly high; however, no information as to how long the patient had the high iop was provided. Additional information provided indicated that the patient was seen again on (B)(6) 2020. That the patient was still dissatisfied and was prescribed medication for vitreous opacity. No replacement of lenses were reported. No additional information was provided.